Event description:
Ra lead evidence of under sensing. P waves are o.smv and ra sensitivity is set to 0.4smv. Ra lead evidence of oversensing r wave as ffrw. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).